Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during therapy in the emergency department. A diltiazem drip was started (dose, programmed amount and delivery rate unknown), however the drip was clamped and the pump did not alarm. The medication did not infuse and the heart rate was not controlled. Medications, diltiazem ER and metropolol, were started by mouth. No additional information is available.

Manufacturer narrative:
Additional information was received about the patient's condition. Although it was intended to resume the diltiazem, the patient's condition was stable when it was discovered that the pump did not generate an alarm. The reported uncontrolled heart rate was related to the cardiac disorder for which the patient was admitted, and not as a consequence of the stopped diltiazem infusion. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. A clamp was clamped during the therapy, occluding the line. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Observing the drip chamber to verify that there is no flow from the fluid container when the pump is stopped. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Ensuring correct patient, correct route and correct drug. Ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. Monitoring vital signs and IV access sites per facility¿s standard practice of care. Monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Medwatch received 4/2/2019. The report indicates the patient was a (B)(6) year old white female with a weight of (B)(6) kg. Pre existing characteristics that may have contributed to the event: allergies, coronary heart disease, hepatic/renal dysfunction, hypertension. Relevant patient allergies: cephalexin. Other characteristics or medical conditions: atrial fibrillation with rvr, toxic goiter, renal cell carcinoma, ckd, hypothyroidism, reflux, htn.